Event description:
Pt states ulti-med 0.5ml low dose insulin syringe is defective. Pt states the increments on the syringe closest to the needle are incorrect because the first line is very close to the needle. He sometimes uses low doses of insulin - 3 or 4 units - and feels that the measurements are not correct because the increment for the first unit is smaller than the other increments. Dose or amount: 1 syringe, four times a day, sq. Diagnosis or reason for use: diabetes rquiring insulin.